Event description:
It was reported that the outer shell of the needle broke off from the handle.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The inner/middle tube junction broke off at the weld from the distal end of the outer shaft. The broken off part was received with the device. Although the inner/middle tube junction broke off at the weld from the distal end of the outer shaft, the grasper wire still extended and retracted when the thumb slide was actuated back and forth. The probable root cause for the inner/middle tube junction breaking off at the weld is likely due to user excessive force. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.